Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". Align's review of the initial records submitted by the treating doctor indicates a possible preexisting cavity on the mesial-occlusal surfaces of tooth #1.7 and a preexisting radiolucent area on that tooth. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required tooth extractions (permanent impairment), therefore, this event it is being filed as an MDR. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The treating doctor reported the extraction of tooth #1.7 due to the development of pulpitis. No additional information is available at this time.